Manufacturer narrative:
An investigation is currently under. Upon completion, an investigation will be submitted.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). One scd 700 was returned for investigation for the reported condition of; covidien service technician and found that the power cord was cut exposing wires and the power powers were burnt. An inspection of the power cord shows it fails to meet operational specification because it was externally damaged and had damaged the insulation on the internal wires which caused external burning, confirming the reported condition. The root cause of failure can be attributed to rough handling of the power cord. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Product scd 700 was manufactured in 2012. A review of the device history records shows this device was released meeting all manufacturing specifications. A review of the service history records indicates there are no other service histories recorded for this system. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
The unit was returned to covidien as a back to stock unit. The unit was serviced by a local covidien service technician and found that the power cord was cut exposing wires and the power powers were burnt.